Event description:
It was reported that during use ofthe pump, it began experiencing helium loss alarms. After troubleshooting could not identify the source of the alarms, the patient was transferred to another pump. There were no patient complications.